Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 3293236. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the defective product was received for evaluation by our quality team. Through examination of the picture sample, it was possible to observe that the catheter was used, part of the catheter was separated from the adapter, and the adapter contained a small fragment of the catheter component. Based on the characteristics observed in the image, considering the location and condition of the tube, it is possible to conclude that the catheter did not break due to tensile stress, but rather due to some type of cut. Based on the investigation conducted so far, an exact root cause related to the manufacturing process has not been determined. A probable cause for the complaint may be related to product usability, considering the absence of evidence of process failures or specification deviations in the evaluated lots. This is the first report for this type of issue on material number 38833614 and lot number 3293236. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that the inpatient ward nursing staff reports that there was a detachment of teflon at the time of catheter insertion. This is the first time we have had a report of this type. Additional information received on 01/05/2026 is there any patient impact, if yes, please explain in details? A: according to reports, at the time of the procedure, nursing staff noticed that the catheter had become detached and proceeded to remove it immediately, as one end was still exposed. Could you please share the picture/sample of actual defective device. The picture provided currently is of the case carton label information, not the actual product? A: the image provided by the nursing staff is attached. Could you please confirm the date of event? A: according to the nursing coordination team, it was on sunday, december 28, in the evening. The report to the pharmacy was made on monday, december 29. Could you please confirm the affected quantity? A: one unit. How the procedure was completed? A: according to the nursing coordinator, an attempt was made to reinsert the IV; when this was not possible, the patient was referred to the child hospital.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.